Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary /bowel dysfunction. It was reported that everything was working fine and then they had a lumbar laminectomy surgery on (B)(6) and they had to turn the patient's "device" off and ever since then they have had major leaking. The patient stated this started sometime in (B)(6) after their surgery on (B)(6) and it had just gotten worse and worse. The patient stated it was really bad at night and they thought it was because their muscles were relaxed so they were getting up like 3 times a night. The patient stated they had tried increasing stimulation and it seemed to work for a little bit but not long. The agent reviewed therapy overview and general programming guidance. The patient connected with their implant on the call and confirmed therapy was on. The patient changed programs on the call and increased stimulation on the new program to a comfortable level. The patient would maintain stimulation level and would continue to track symptoms. They were redirected to their doctor if the issue persisted. The patient stated they had moved and they had not seen a urologist and they couldn't get an appointment until (B)(6). The patient stated they were seeing their new managing urologist on (B)(6). Transferred to device registration to update patient's managing doctor and address.

Manufacturer narrative:
B3. Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.